Event description:
It was reported that the programmer incurred an error. The power was cycled and the error did not clear. It appeared to be a communication issue between the language extension module (lem) and the microprocessor unit (mpu). The programmer was returned for repair. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer would not start. It always showed a system text failure. Error code displayed during power-up caused by the mpu (main power unit) printed circuit board. (B)(4) (radio frequency) head cable was found bad (damaged).